Event description:
Related manufacturer reference number: 2017865-2022-02194. It was reported that the patient presented for an implant procedure. During the procedure, it was reported that the implantable cardioverter-defibrillator (ICD) exhibited a set screw that could not tighten, high pacing impedance, and no electrocardiograms. The ICD was not used and replaced. During replacement of the ICD, the left ventricular (lv) lead exhibited a damaged connector pin. The lv lead was not used and was replaced. The patient was stable.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The reported field event of high impedance and missing egms were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.